Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no flow. The 5 pads were disconnected and the flow remained at 0.0 lpm. The nurse then tried to swap the fluid delivery line and there was no change in flow. The pads were changed out for a new set of pads. With one pad replaced, the flow rose to 0.5 lpm. After the rest of the pads were connected, the flow increased to 2.0 lpm. Therapy was resumed on the same device with the new set of pads.